Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the circulating nurse opened the product outer packaging box, and the primary surgeon took the product and connected it on the patient. When the physician was connecting the valve to the peritoneal catheter, the connector of the valve suddenly fractured. The physician called during the surgery to report the event. In order to ensure the surgery proceeded smoothly, the primary surgeon directly took another new valve during the surgery and used it to complete the procedure. There was a procedure delay of 20 minutes. The patient's injury details was noted to be hydrocephalus. The patient's status at the time of the report was alive-with injury as the patient¿s condition was primarily due to hydrocephalus and was not caused by the product.